Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of doxorubicin. After an unspecified length of time in use, the customer contact reported approx 5ml to 7ml of solution leaked "near the secondary port." The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.